Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the cause of the inability to get cerebrospinal fluid (csf) flow was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding an implantable infusion pump. It was reported that the surgeon attempted to implant the catheter at multiple levels and could not get any cerebrospinal fluid (csf) back to verify catheter location. The surgeon aborted implant. There were no known environmental/external/patient factors that may have caused or contributed to the event. The catheter and pump were discarded. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 08-dec-2025, (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.